Event description:
The device was being used to embolize an aneurysm in the left carotid artery. The device became stretched as the physician was attempting to place it in the aneurysm. The coil was detached in the aneurysm. However, part of the coil was protruding into the parent vessel and remains implanted in the patient. The patient status was reported as "no consequences for the patient."

Manufacturer narrative:
Manufacturers evaluation summary: a device history record review of the batch in question confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation but based on the information available, it was concluded that the device was used in accordance with the labeling. The coil stretched as it was being repositioned and the directions for use state "due to the delicate nature of the matrix2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. In addition, the dfu also states "matrix2 detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possible break". For this reason, the most probable cause of the user's experience has been determined to be design related as the coil appears to have been pushed beyond its current capabilities. The root cause of 'design' is understood to mean that the stent system was subjected to an environment that goes beyond its current limitations. It is not understood to mean the product is failing to meet design specifications and in no way implies that the product is failing to meet design specifications.